Event description:
The customer reported that during the operation, the doctor found that the monitor was unable to measure the patient's blood pressure. The device was in use on a patient. There was no report of patient or user harm.